Event description:
It was reported to philips that examination room screen (live+ref1) was not turning on. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, it is unknown if the system was in clinical use or not. Patient and the procedure outcome are unknown due to insufficient information. A philips field service engineer (fse) visited the site and confirmed that the live monitor could not be turned on. The fse solved the issue by replacing the color lcd monitor. Analysis of the log file did not identify an issue. The returned part has been analyzed and showed that the lcd panel was malfunctioning. After the replacement of the color lcd monitor, the system was returned to use in good working order. The codes were updated based on the investigation outcome.